Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25857. It was reported that the patient came to emergency room for angina. The merlin.net transmission showed possible oversensing of right ventricular (rv) lead noise. It manifested as signals on the rv sense amplitude during false episodes of nsvf. Patient has previously received inappropriate atp therapy for this but have never been inappropriately shocked. There was an impedance alert for low rv pacing lead impedance, however the trend was stable and auto measured impedance was in normal range. It was also noted that there was noise on the atrial lead manifesting as false ams episodes. The patient was admitted. The device was interrogated the noise was easily reproducible on the rv lead with isometric exercises. The leads were reprogrammed. The patient was stable.